Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, at approximately 2:00 am, the patient¿s wife reported hearing the patient screaming and discovered him unconscious on the floor near the door of their home, experiencing a seizure attributed to hypoglycemia. The patient had blood present behind his head, which his wife wiped away. It was reported that the g7 15-day sensor worn by the patient failed to provide an alert prior to the event. Emergency medical services (ems) were contacted, and an ambulance arrived at approximately 2:30 am. The patient was transported to a hospital and transferred to another facility, arriving at approximately 2:45 am. Upon evaluation, a blood glucose measurement was recorded at 26 mg/dl. The patient was treated with intravenous glucose (reported as approximately 3-5 units) and oral carbohydrates, including a full glass of orange juice and a peanut butter and jelly sandwich. The patient remained under observation until his blood glucose level increased to approximately 220 mg/dl, at which time he was discharged at approximately 7:00 am. The total duration of hospitalization was reported to be approximately four hours. Following the event, the patient was reported to be doing well. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause was determined to be prolonged data blanking. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness.